Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, migration: yes, psych injury: no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. This case become incident. Reporter name updated. Reporter information added. Previously reported event injury to herself were updated to pelvic pain, abdominal pain, general abnormal bleeding, psych injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ right essure device appears abnormally located within the anterior myometrium') in an adult female patient who had essure (batch no. 878533-inval, b78533-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes on (B)(6) 2013, myomectomy in 2008, c-section ((B)(6) 2006, (B)(6) 2014), tubal ligation and preterm labor. Concurrent conditions included hemorrhagic ovarian cyst since (B)(6) 2015, ppd skin test positive and polycystic ovaries. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), fallopian tube disorder ("blood blisters on my fallopian tubes") and psychological trauma ("psych injury"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal haemorrhage, fallopian tube disorder, psychological trauma, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fallopian tube disorder, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, migration : yes. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff planning to have surgery but unable to afford it. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: indication for CT with contrast: severe right lower quadrant pain for 1 week. Right essure device appears abnormally located within the anterior myometrium (4: 61). Left essure device is likely in proper position. Heterogeneous uterus with fibroids, with tethering of the uterus to the anterior abdominal wall likely from c-section. Left ovary is normal (4:63). Small amount of free fluid in the right lower quadrant and pelvis. Rectum is normal. No pelvic adenopathy. Impression: multi-cystic 6.5 cm lesion within the adnexa with surrounding stranding and fluid, most concerning for ovarian torsion. Additional possibilities include an ectopic pregnancy given possibly misplaced right essure device (correlate with beta hcg) and tubo-ovarian abscess. The right appendix abuts this process but appears relatively normal and is not felt to be the source of this process. Imaging procedure - in 2014: essure - successful as per dye test. Tuberculin test - on (B)(6) 2017: positive. Ultrasound pelvis - on (B)(6) 2015: malposition of right-sided device. Right hemorrhagic cyst vs. Dilated fallopian tube - pain resolved. No rf for pid (pelvic inflammatory disease). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/the right essure device appears abnormally located within the anterior myometrium (4: 61)') in an adult female patient who had essure (batch no. 878533) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy in 2008, c-section (jun2006, feb2014), tubal ligation and preterm labor. Concurrent conditions included hemorrhagic ovarian cyst and ppd skin test positive. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, migration : yes, psych injury : no diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: showed, the right essure device appears abnormally located within the anterior myometrium (4: 61). Left essure device is likely in proper position. Heterogeneous uterus with fibroids, with tethering of the uterus to the anterior abdominal wall likely from c-section. Left ovary is normal (4:63). Small amount of free fluid in the right lower quadrant and pelvis. Rectum is normal. No pelvic adenopathy. Impression: multi-cystic 6.5 cm lesion within the adnexa with surrounding stranding and fluid, most concerning for ovarian torsion. Additional possibilities include an ectopic pregnancy given possibly misplaced right essure device (correlate with beta hcg) and tubo-ovarian abscess. The right appendix abuts this process but appears relatively normal and is not felt to be the source of this process.. Tuberculin test - on (B)(6) 2017: positive. Ultrasound pelvis - on (B)(6) 2015: showed malposition of right-sided device. Right hemorrhagic cyst vs. Dilated fallopian tube - pain resolved. No rf for pid (pelvic inflammatory disease).. ¿concerning the injuries reported in this case, the following one was confirmed in patients medical record: abdominal pain, essure embedment". Most recent follow-up information incorporated above includes: on 17-jan-2020: medical record received. Event" the right essure device appears abnormally located within the anterior myometrium (previously reported as migration)" was added. This case is medically confirmed. Essure lot number was added. Patient historical/concurrent conditions, lab data, and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ right essure device appears abnormally located within the anterior myometrium') in an adult female patient who had essure (batch no. 878533-not valid, b78533-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes on (B)(6) 2013, myomectomy in 2008, c-section ((B)(6) 2006, (B)(6) 2014), tubal ligation and preterm labor. Concurrent conditions included hemorrhagic ovarian cyst since (B)(6) 2015, ppd skin test positive and polycystic ovaries. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), fallopian tube disorder ("blood blisters on my fallopian tubes") and psychological trauma ("psych injury"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal haemorrhage, fallopian tube disorder, psychological trauma, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fallopian tube disorder, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, migration : yes. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff planning to have surgery but unable to afford it. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: indication for CT with contrast: severe right lower quadrant pain for 1 week. Right essure device appears abnormally located within the anterior myometrium (4: 61). Left essure device is likely in proper position. Heterogeneous uterus with fibroids, with tethering of the uterus to the anterior abdominal wall likely from c-section. Left ovary is normal (4:63). Small amount of free fluid in the right lower quadrant and pelvis. Rectum is normal. No pelvic adenopathy. Impression: multi-cystic 6.5 cm lesion within the adnexa with surrounding stranding and fluid, most concerning for ovarian torsion. Additional possibilities include an ectopic pregnancy given possibly misplaced right essure device (correlate with beta hcg) and tubo-ovarian abscess. The right appendix abuts this process but appears relatively normal and is not felt to be the source of this process. Imaging procedure - in 2014: essure - successful as per dye test. Tuberculin test - on (B)(6) 2017: positive. Ultrasound pelvis - on (B)(6) 2015: malposition of right-sided device. Right hemorrhagic cyst vs. Dilated fallopian tube - pain resolved. No rf for pid (pelvic inflammatory disease). Batch no. 878533-not valid the lot number reported (b78533) is not valid. Most recent follow-up information incorporated above includes: on 28-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/the right essure device appears abnormally located within the anterior myometrium (4: 61)') in an adult female patient who had essure (batch no. 878533-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy in 2008, c-section ((B)(6) 2006, (B)(6) 2014), tubal ligation and preterm labor. Concurrent conditions included hemorrhagic ovarian cyst and ppd skin test positive. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, embedded device, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain, migration : yes, psych injury : no diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: showed, the right essure device appears abnormally located within the anterior myometrium (4: 61). Left essure device is likely in proper position. Heterogeneous uterus with fibroids, with tethering of the uterus to the anterior abdominal wall likely from c-section. Left ovary is normal (4:63). Small amount of free fluid in the right lower quadrant and pelvis. Rectum is normal. No pelvic adenopathy. Impression: multi-cystic 6.5 cm lesion within the adnexa with surrounding stranding and fluid, most concerning for ovarian torsion. Additional possibilities include an ectopic pregnancy given possibly misplaced right essure device (correlate with beta hcg) and tubo-ovarian abscess. The right appendix abuts this process but appears relatively normal and is not felt to be the source of this process.. Tuberculin test - on (B)(6) 2017: positive. Ultrasound pelvis - on (B)(6) 2015: showed malposition of right-sided device. Right hemorrhagic cyst vs. Dilated fallopian tube - pain resolved. No rf for pid (pelvic inflammatory disease). Most recent follow-up information incorporated above includes: on 31-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ right essure device appears abnormally located within the anterior myometrium') in an adult female patient who had essure (batch no. 878533-not valid, b78533) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes on (B)(6) 2013, myomectomy in 2008, c-section (B)(6) 2006, (B)(6) 2014), tubal ligation and preterm labor. Concurrent conditions included hemorrhagic ovarian cyst since (B)(6) 2015, ppd skin test positive and polycystic ovaries. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), fallopian tube disorder ("blood blisters on my fallopian tubes") and psychological trauma ("psych injury"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal haemorrhage, fallopian tube disorder, psychological trauma, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, fallopian tube disorder, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain, migration : yes. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Plaintiff planning to have surgery but unable to afford it. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2015: indication for CT with contrast: severe right lower quadrant pain for 1 week. Right essure device appears abnormally located within the anterior myometrium (4: 61). Left essure device is likely in proper position. Heterogeneous uterus with fibroids, with tethering of the uterus to the anterior abdominal wall likely from c-section. Left ovary is normal (4:63). Small amount of free fluid in the right lower quadrant and pelvis. Rectum is normal. No pelvic adenopathy. Impression: multi-cystic 6.5 cm lesion within the adnexa with surrounding stranding and fluid, most concerning for ovarian torsion. Additional possibilities include an ectopic pregnancy given possibly misplaced right essure device (correlate with beta hcg) and tubo-ovarian abscess. The right appendix abuts this process but appears relatively normal and is not felt to be the source of this process. Imaging procedure - in 2014: essure - successful as per dye test. Tuberculin test - on (B)(6) 2017: positive. Ultrasound pelvis - on (B)(6) 2015: malposition of right-sided device. Right hemorrhagic cyst vs. Dilated fallopian tube - pain resolved. No rf for pid (pelvic inflammatory disease). Batch no. 878533-not valid. Most recent follow-up information incorporated above includes: on 6-mar-2020: plaintiff fact sheet received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric condition: depression, mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping). Onset date of event pelvic pain were updated. Aka name, concomitant drug, medical history were added. We received a new lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.